Event description:
It was reported that the lens was explanted from the patient's eye due to lens opacification. Additional information was requested, but has not been received.

Manufacturer narrative:
The lens was not returned to b+l; therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined. It is to be noted that the li61u iol was discontinued and is no longer manufactured by b+l.